Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years and eleven months later, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted. After three months, a computed tomography of abdomen and pelvis was performed which showed an inferior vena cava filter was noted. After one month, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted. After two years, an x-ray pelvis was performed which showed partially visualization of inferior vena cava umbrella. After one year and three months, an x-ray cervical spine was performed for neck and back pain. The study showed that anterior posterior fusion of the lower cervical spine appears intact. An x-ray lumbar spine was performed for chronic spinal pain. The study showed that inferior vena cava filter was noted incidentally. After ten months, a computed tomography of abdomen and pelvis was performed for filter evaluation. The study showed that positive for caval perforation. 2 o¿clock 6.5 mm extending to the periphery of the abdominal aorta. 1 o¿clock 4.4 mm, 2:30 o¿clock 3.4 mm extending to the periphery of the abdominal aorta. 4 o¿clock 10.8 mm, 10.8 mm extending into the l3 periosteum. 11 o¿clock 7.0 mm and 12 o¿clock 10.3 mm. Right sided tilt with 5.68 degrees and anterior tilt 9.97 degrees. Suspected fracture posterior right sided strut. After one year and seven months, a computed tomography of pelvis was performed which showed partially visualized inferior vena cava filter. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated (grade ii) the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.